Event description:
It was reported that the tip detached. A choice pt wire was selected for a coronary percutaneous transluminal angioplasty (pta) procedure. During the pta procedure, the tip detached. There were no patient complications reported and the procedure was successfully completed. It was further reported that a choice pt wire was selected for use in an artery below-the-knee (btk). The procedure was successfully completed with another of same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
B3 date of event was approximated from aware date as event date was not reported.

Manufacturer narrative:
Date of event was approximated from aware date as event date was not reported.

Event description:
It was reported that the tip detached. A choice pt wire was selected for a coronary percutaneous transluminal angioplasty (pta) procedure. During the pta procedure, the tip detached. There were no patient complications reported and the procedure was successfully completed.